Manufacturer narrative:
(B)(4) - supplemental MDR - barrel cracked. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c barrel cracked. The following information was provided by the initial reporter: this morning we observed two cracks in bd 3ml ll syringes:: one caused the syringe to break while preparing a cytotoxic drug. The other crack was noticed by a nurse after administering a cytotoxic drug sc --> a drop appeared outside the syringe. The batches that may be affected are: 5024932; 4352797; 4352796; 3073041. As the syringes contained cytotoxic products, we did not keep them. 10-jul-2025 - additional information received reference number: 309658.